Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.

Event description:
In 2005, the customer site contacted the company to report a quality assurance phantom test, performed 7 days ago indicated a radiation dose higher than expected. The company investigated and determined that human errors in commissioning and conducting qa tests performed by the site prior to first patient treatement failed to detect radiation dose output errors. When investigating the output errors, it was determined that a beam data table, entered manually during commissioning, had a format error. The company's investigation confirmed the beam data table format error existed at the time that an initial phantom test was performed by the site in 2004, and possibly since the beginning of system commissioning one month ago. The details of how and when the table format error was introduced are unknown, because the original table was overwritten by changes introduced manually by the site 2 months later. The verification of radiation output is part of proper device commissioning and quality assurance testing to be performed by the site, as stated in the device training and user manuals. The initial phantom test in 2004 and subsequent additional qa tests performed by the site during commissioning and leading up to 2005, would have, if properly conducted, indicated a radiation dose output error. For example, a dose verification test performed in 2004, would have clearly identified a radiation output error prior to patient treatments. The company understands that 19 patients may have been subject to radiation output errors when treated at the site. Measurements conducted at the site, with assistance from the company, independently confirmed that the dose delivered was different than the dose expected. The company requested the site physicians to complete a clinical evaluation report form to assess each patient. To date, the company has received reports on 15 of the 19 patients (two physicians have not completed the forms for their patients) and none of the reports from the physicians indicated any patient injuries or any need to retreat patients due to the event described in this report. If the company receives the reports on the additional four patients who were involved in this report, the company will supplement this report, as necessary, if a patient injury or need to retreat the patient is indicated by the physician.